Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka) and for a kidney infection. Customer declined tandem technical support's offer to perform a pump system check at the time of the call. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.